Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue replaced both batteries as well as the upper panel and all related labels (trainer on-off label, patient connector label). The stm also replaced the product identifier label on the upper display. The stm then completed the scheduled pm and performed all calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the initial reporter named is (B)(6). He is a getinge employee with different contact details from that of the event site which are as follows: (B)(6).

Event description:
During preventive maintenance (pm) a getinge service territory manager (stm) reported that battery two (2) failed the required runtime. The stm also observed that the cover of the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) was broken. No patient involvement or adverse event was reported.

Manufacturer narrative:
The getinge stm that discovered the issue replaced both batteries as well as the upper panel assembly (which includes the fiber optic connector cover) and all related labels (trainer on-off label, patient connector label). The stm also replaced the product identifier label on the upper display. The scheduled pm was completed and all calibration, functional and safety checks were performed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
During preventive maintenance (pm) a getinge service territory manager (stm) reported that battery two (2) failed the required runtime. The stm also observed that the fiber optic connector cover of the cardiosave intra-aortic balloon pump (iabp) was broken. No patient involvement or adverse event was reported.